Manufacturer narrative:
This report is to retract follow-up report 3010215456-2015-00522, submitted on october 26, 2015. This report was erroneously submitted. All submitted information should be corrected to not applicable and null fields. The new information reported was already in follow-up report 3010215456-2015-00522, submitted on august 27, 2015.

Event description:
New information indicated the lead was programmed off. The patient would be monitored.

Event description:
It was reported that the day after device replacement, no atrial sensing was obtained. X-ray was performed and showed that lead and device connection was not sufficient. The device remains implanted and the patient is not pacemaker dependent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
New information indicated the atrial lead was programmed off.